Manufacturer narrative:
(B)(4): the meter was found to have spc pin2 contaminated with dry blood.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging she gets an error message at the end of the blood test and the issue was not resolved with troubleshooting.